Event description:
Twelve days after the index procedure, pt complained of chest pain. Coronary angiography revealed a thrombus in the implanted cypher stents. Thrombus was treated with a balloon angioplasty. Pt is in stable condition. Physician noted that the thrombus may have been caused by the procedure being completed despite the fact that slow flow was observed. The pt was admitted for further eval due to ap. The pt was an acceptable candidate for surgery. The procedure was an elective case. Medications administered prior to the procedure included aspirin and ticlopidine hydrochloride. Lesion 1-1 was an eccentric, moderately calcified, type c, de novo flexion lesion of the distal right coronary artery. There was no bifurcation or tortuosity. The target lesion was predilated with three balloons (1.5 x 15mm, 2.75 x 15mm, 3.0 x 20mm) at 16 atmospheres (atms). A cypher 3.0 x 33mm (lot i0605021) was deployed at 14 atms. A second cypher 3.5 x 18mm (lot unk) was implanted at 16 atms. The two stents were placed overlapping each other. There was good wall apposition of the stent. Actual coagulation time (acts) were not monitored in the case. Medications administered during the procedure included aspirin, heparin, and ticlopidine hydrochloride. Post dilation was not conducted. Timi flow pre procedure was 0 and 2 conducted. Although slow flow was noted, the procedure was completed. Residual stenosis after the procedure was 0%. Post procedure medications included aspirin and ticlopidine hydrochloride.